Event description:
Patient was revised to address pain and fluid collection.

Manufacturer narrative:
(B)(4).

Event description:
Update apr 24, 2017. Litigation received. Litigation alleges pain, discomfort, permanent injuries and impairment. Part and lot numbers found on invoice # (B)(4). This was updated on may 1, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 26, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges elevated metal ions, metal poisoning, tissue damage and difficulties in mobility. After review of medical records for MDR reportability, it was stated that the patient was revised to address painful right total hip arthroplasty secondary to adverse reaction to metal debris after metal-on-metal total hip replacement. Revision notes reported dark staining of the tissue, granulomatous tissue and joint lysis around the acetabular and femoral component. Laboratory results for metal ions are below 7ppb. This compliant was updated on: nov 02, 2017.

Event description:
Update oct 26, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges elevated metal ions, metal poisoning, tissue damage and difficulties in mobility. After review of medical records for MDR reportability, it was stated that the patient was revised to address painful right total hip arthroplasty secondary to adverse reaction to metal debris after metal-on-metal total hip replacement. Revision notes reported dark staining of the tissue, granulomatous tissue and joint lysis around the acetabular and femoral component. Laboratory results for metal ions are below 7ppb. This compliant was updated on nov 02, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.